Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The pacemaker additionally recorded an episode of what appeared to be false pacemaker mediated tachycardia (pmt) due to an atrial driven rhythm. Technical services (ts) was contacted and reviewed the information available. This pacemaker remains in service. No additional adverse patient effects were reported.